Event description:
It was reported that the pump alarmed with system error 3 (control failure of valve & pump). The display on the screen was frozen, indicator light flashed with a "piezo" beeping & turned it on for several times. The above status remained unchanged & there was an abnormal sound tone. As a result, the stepper motor & bellows were turned off. The output voltage of the power supply was within the normal range. The home position sensor cable & stepper motor driver cable were in good performance, without kinking or damage. A new stepper motor & bellows were used to replace the old ones; the equipment passed self-test & there was no alarm status mentioned above. A stepper motor & bellows were installed in the alarmed equipment. The equipment alarmed right after being turned on. We conclude that the system error was due to the disorder of the stepper motor & bellows. Additional info received from the distributor on 9/28/09 stated "the disorder happened while the pump was being used on a pt. Right after the alarm, the clinical professionals used another pump on the pt and contacted our engineer. There was no harm caused to the pt."

Manufacturer narrative:
(B) (4). Product will not be returned for eval.